Event description:
Doctor was using the flat kiwi to help deliver the infant's head during a c-section when it broke apart. A second kiwi was opened and infant's head was delivered. An observing resident wrote - "used during a c-section; used/placed according to manufacturer's recommendations. Was not using very much pressure when tubing detached, early on - just after application of vacuum."manufacturer response (as per reporter) for complete vacuum delivery system with palm pump, kiwi omni cup:this instance just happened today. This is the first time the device was saved. In the past, the company stated they could not decipher what went wrong.

Event description:
Doctor was using the flat kiwi to help deliver the infant's head during a c-section when it broke apart. A second kiwi was opened and infant's head was delivered. An observing resident wrote - "used during a c-section; used/placed according to manufacturer's recommendations. Was not using very much pressure when tubing detached, early on - just after application of vacuum."manufacturer response (as per reporter) for complete vacuum delivery system with palm pump, kiwi omni cup:this instance just happened today. This is the first time the device was saved. In the past, the company stated they could not decipher what went wrong.